Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the right atrial lead exhibited noise after implant when tested through pacing system analyzer (psa). The atrial lead was tried to be repositioned twice but was unsuccessful. Hence, the right atrial lead was explanted, and a new lead was successfully implanted. The patient was stable before, during and after the procedure and will continue to be monitored.